Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Carefusion field service representative adjusted pr2 from 40 cmh2o to 55 cmh2o. Check operation and calibration. The unit is meeting all manufacturer specification.

Event description:
The customer reported the vent just went "down" with the same type of issue as their other vent. He explains that this vent was running fine when all of a sudden, the driver stopped. The vent alarmed to alert the staff so they quickly removed the patient and placed him on another 3100a. Off to the side, they tried to restart the unit, but the vent wouldn't pressurize at all. All they could hear was a loud "hissing" of air coming from the back/pneumatics.